Event description:
During an internal iliac artery coil embolization prior to aaa stent grafting two orbit coils would not advance through the prowler select lpes microcatheter (mc). The coils were removed from the mc and the mc was used successfully with other coils after the events. There was no vessel calcification and the vessel tortuosity and rate of any stenosis is not known. The 10x30 trufill dcs orbit complex standard (637cs1030/lot 15031190) got stuck inside of the mc during delivery. After several attempts were made to advance it further, the coil was removed from the mc and exchanged for another unknown device which was placed successfully. The returned device was received with the coil detached from the delivery system. There is no available information regarding the timing of the detachment. While advancing another trufill dcs orbit coil system, an 8x24 complex fill (638cs0824/lot 14107804), the coil stuck inside of the same mc prior to the peel-away. The coil was removed from the patient and changed to another same catalog trufill dcs orbit, which was placed successfully through the same mc.

Manufacturer narrative:
The returned device was received with the coil stretched. There is no information available regarding the timing of the detachment. There was no adverse event and the patient is in stable condition. The mc not reshaped, and an adequate continuous flush was maintained through the mc at all times. The same mc was utilized to complete the procedure. No further information is available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube was inspected and kinks were found at 47, 56.6 and 126.4 cm from hub. Introducer was zipped; inside of it were the support coil and the embolic coil. Residues of blood were found inside of the introducer. At this time the support coil could not be removed from the introducer since the residues of blood. The od from the delivery tube was measured and was found within specification according to document es05094 rev 7 and es05098 rev 15. Gripper and embolic coil were inspected under microscope and at this time was observed that the embolic coil was detached from gripper. Neither the embolic coil nor the gripper presented damages. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Due to the returned condition of the device, the reported inability to advance through the microcatheter could not be evaluated with functional testing. The cause of the kinks found in the hypotube could not be conclusively determined; however these do not appear to be related to the manufacturing process; inspections are in place to prevent these kinds of damages leaving from the facility. The exact timing of the coil detachment cannot be determined; however, because it would be readily evident to the user and it was not reported, it is likely that it occurred post procedural use. Although no conclusion can be made, it is possible that procedural factors/vessel characteristics contributed to device interaction resulting in the inability to advance the trufill dcs orbit through the mc. Neither the analysis nor the DHR suggest that it is related to the manufacturing process. The cause of the failure reported and the damages found on the returned device cannot be determined; therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00133 and 1058196-2010-00134.